Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A lens inventory specialist reported that during an intraocular lens (iol) implant procedure, the injector overrode the iol while in contact with the patient. The procedure was completed with another iol. Additional information has been requested.